Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material may not have been removed due to physical damage to the device. Although, the customer is trained on reprocessing as per IFU by omsi field service and they are correctly performing the following asked reprocessing but there is possibility that sufficient brushing did not be performed by the customer at the time of pick up to omsi for inspection. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for annual inspection with no complaint. During inspection and testing, foreign material was found on the forceps elevator and the light guide cover glass was dirty. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator and the light guide cover glass was dirty due to insufficient cleaning. In addition, there was a leak due to a pinhole on the bending section cover, the adhesive on the bending section cover was detached, the connecting tube was wrinkled due to the resin being cracked due to chemical stress, there were scratches on multiple parts of the device due to handling, the forceps channel port was dented due to handling, and angulation in the up direction was insufficient due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.